Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 320 mg/dl. The customer stated that they changed their reservoir and infusion set but still receives the no delivery alarm. The customer also stated that there was a leak in the reservoir compartment. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn.